Event description:
It was reported a delay of more than 30 minutes due to damaged guide wire gun.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no additional clinical information has been provided for inclusion in this investigation. However, it was reported there was 30 minutes to 1 hour delay in the procedure that did not cause harm to the patient. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.